Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure, a versacross connect laac was selected for use. The physician obtained access using a non-boston scientific 22 gauge needle, then inserted the versacross wire into the patient. The physician partially retracted the wire, likely skiving the wire insulation. The case was completed as normal. When retracting the watchman sheath from the left atrium (la), an unusual structure was noticed in the la. Multiple images were taken of the structure. No damage was noted on any of the watchman equipment, however there was a notable damage to the versacross wire. It is likely that the wire was damaged, then lost a piece of the insulation when in the la. The plastic was snared by the physician, and the structure disappeared on transesophageal echocardiogram (tee) however, there was no plastic was found in the snare, so it may have migrated somewhere else in the body. The strand was no longer in the left atrium/heart. The procedure successfully completed using original method and/or device and no patient complications occurred. The patient was stable and was discharged that afternoon. The device is expected to be returned for analysis.